Event description:
Livanova deutschland received a report that the heater cooler 3t system showed an error related to patient pump (e06). Reportedly the circulation motor was running but the error persisted. The event occurred during priming. There was no patient impact.

Manufacturer narrative:
A1-a5 patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in india. Through follow up communication it was confirmed that the event was reproduced and to solve it the cpu board has been replaced. Functional verification test has been performed and the unit returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.